Event description:
Physician obtained access in the left femoral artery to intervene on the right femoral artery. A 6fr x 45 cm sheath was placed in the left femoral artery over a wire and sheath was advanced into right iliac artery thru stent struts. Sheath broke into 2 pieces when physician was pulling sheath out of patient one piece remained in patient. Physician was successful in removing remaining piece by gaining access from the left side.